Event description:
Implanted 2003. Patient complained of sciatica. Six months CT/MRI scan showed bone-like growth posterior to implant. Extra growth explanted in 2003 and growth was confirmed by surgeon to be bone.